Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was implanted with an impella cp and experienced oozing from the groin site and a hematoma. Partial thromboplastin time (ptt) was still significantly elevated. Argatroban was on hold until ptt in normal range. Femostop was in place with good distal pulses. The patient was extremely labile with blood pressure. The next day, bumex drip was stopped with plan to give albumin. Groin was stable and femostop was being removed slowly. The following day, femstop was back on. The patient became hypertensive overnight. A nitroglycerin drip was started for blood pressure. Vitamin k was replaced and two units of blood were given. Femostop was removed the next day and a new one was placed to low pressure for tracking oozing. Argatroban was turned off. The patient was placed on a low dose of epipinephrine to maintain mean arterial pressure. After consulting the surgeon, the decision was made to remove the impella, place a dryseal sheath and then take the patient to the operating room for surgical cut down and closure of the femoral artery. Possible impella 5.5 for post cardiotomy.